Event description:
The customer reported the system's image gradually went light and then stopped producing an image. The system was rebooted but did not correct itself. Also the shuts off in the middle of a case. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep removed and replaced the camera. He performed focus, stops, and beam alignments then tested the system by letting it set idle for 1.5 hours before producing x-ray. The system produces an image. He tested it for an additional 45 minutes by producing fluoro x-rays; no duplication of reported error. The system operates as intended.